Event description:
A customer reported a connection issue with their freestyle navigator transmitter. Customer's meter has been returned and it was discover that there is a crack in the freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Evaluation summary: the trilens was damaged. During testing, svo2 calibration was unstable due to physical damage to the trilens. Evaluation summary. The trilens damage caused the svo2 incorrect, drifting. The trilens was replaced and repaired. The service history record was reviewed and all manufacturing requirements were met.

Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.